Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the act button was stuck. Customer stated that the buttons may have been pressed while the insulin pump was in his pockets. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
The act button on the insulin pump was unresponsive due to flattened button dome switch. No button error alarm noted during testing. The insulin pump had minor scratches on the display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked pump belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.